Event description:
The manufacturer was contacted in 2007 by the patient's attorney. They claim at some time during 1998-2000, the patient had herrick lacrimal plugs inserted for the treatment of dry eye. In 2000, the patient complained persistent dry eye symptoms; patient eventually had punctal cauterization performed. Bilateral canalicular repair was done in 2005. According to the patient's attorney, the surgeon claims that a herrick lacrimal plug was removed during the repair.

Manufacturer narrative:
Although, the attorneys claim that a herrick lacrimal plug was recovered, the manufacturer was not contacted for two years following the alleged recovery. No plug was provided for examination.